Manufacturer narrative:
Continuation of d10: product ID: 8780, product type: catheter; product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. H3: the catheters were returned and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the catheter was returned, and analysis found no anomality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by healthcare professional (hcp) via company representative (rep) regarding a patient who was receiving morphine (25 mg/ml at 2 mg/day) via implantable infusion pump. It was reported that patient reported withdrawal symptoms. A dye study was performed on (B)(6) 2021 with inconclusive results. The patient's pump pocket was opened on (B)(6) 2021 and peeling of the catheter was identified at the pump connector site. The compromised catheter was removed and dye was pushed through. Lots of resistance was noted while pushing the dye, but the dye was observed to the catheter tip. The spinal incision was opened for further troubleshooting and surgeon opted to replace the catheter below the anchor site removing all of the existing 8780 catheter. Once the old catheter was disconnected, free flowing csf was observed. The new catheter was connected to the existing spinal segment. Dye was pushed again to verify patency to the tip. The catheter was tunneled and connected to the pump. The surgeon was able to aspirate 1 cc from the catheter access point. There were no identified factors that may have led or contributed to this event. The issue was resolved at the time of report. The patient's weight was asked but unknown. The patient's medical history was asked but unknown. The patient's status at time of report was alive - no injury.